Event description:
It was reported that when removing the stylet from the 3.5x15 mm vision stent delivery system (sds) during preparation, it was observed that the stent had dislodged from the balloon and moved to the tip of the sds. The sds was not used on the patient. A new sds was used to complete the case. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Evaluation summary: the stent implant was returned dislodged, confirming the reported stent movement. The stent delivery system was not returned for analysis. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed and the return analysis, there is no indication of a product deficiency.